Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a pre-existing flail on the posterior mitral leaflet (pml). A mitraclip xtw was inserted and was advanced under the valve. However, the clip became caught in chordae. Troubleshooting was performed, but the clip was unable to be removed from chordae. Therefore, the clip was implanted where it was stuck, attached to both leaflets. However, following deployment, it was observed that the clip was tilted. To stabilize the clip, a second clip, a mitraclip xtw was then inserted and deployed on the mitral valve, reducing mr to a grade of 2-3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported entrapment of device (clip becoming caught in anatomy) resulting in migration (partial clip movement) cannot be determined. Unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.